Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of 300 mg/dl to 416 mg/dl. Troubleshooting found that the drive support cap was flush. The customer was advised to remove reservoir, rewind and reinsert reservoir and run manual prime and insulin exited the tubing. The pump passed the high pressure test as well. Troubleshooting advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose.